Event description:
Philips received a complaint on the efficia dfm100 device indicating that the machine is not switching on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the machine did not turn on due to a defective som pca (system on module printed circuit assembly) and processor pca. As a result, dfm100 assy som (453564489051) and dfm100 processor pca (453564489071) were replaced to resolve the issue. The device remains at the customer site, and no further evaluation is warranted at this time.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the machine did not turn on due to a defective processor pca (printed circuit assembly). As a result, dfm100 processor pca (453564489071) was replaced to resolve the issue and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.